Event description:
On 03/22/2023, it was reported by a sales representative via sems that an abs-10063 cprp processing set had a break in the line. This occurred during a case, they were unable to empty the cassette. Blood was dripping on all units. The case was completed.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.